Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display screen was cracked, and the user was unable to carry the device during the event; the user was using an inset 23"-6 mm infusion set with a dexcom g7 sensor and reported a blood glucose of 300 mg/dl, with elevated glucose attributed to the event. Symptoms included dry mouth without loss of consciousness or other acute complications. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included collection of event details and initiation of a device replacement, with instructions for return of the original device. Investigation of this device revealed a physical damage issue to the ilet display component, consistent with a broken or cracked screen; alerts from the device could not be confirmed because the user did not have the device during the event. It was concluded, based on previously established findings for similar reports, that the cause was user handling or external physical damage unrelated to device manufacturing or design.